Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported a 30 mm amplatzer pfo occluder was chosen for procedure. During the procedure, the user opened the left disc of the device while inside the patients left atrium and it presented in its intended shape, however, when the user opened the right disc inside the patients right atrium is did not present in its intended shape. The disc presented in a "tire" shape. The device was removed and exchanged with 35mm amplatzer pfo occluder. The user opened the device outside the patient to test the device and both discs opened into a "tire" shape. The user inserted the device and opened the device a second time and both discs opened in the intended shape. The device was placed and released from the cable. The patient remained stable throughout the procedure. No additional information has been provided.

Manufacturer narrative:
The reported event of an amplatzer pfo occluder presenting deformation could not be confirmed. The investigation confirmed the device met visual and functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Additional information: an event of device deformity was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.